Event description:
Information received indicated the head section would not lower when using the CPR function.

Manufacturer narrative:
The hill-rom technician replaced the CPR valve to resolve the issue.